Event description:
Caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, after which the cgm error code did not reappear, and the caller successfully restarted their sensor session.